Manufacturer narrative:
Batch review performed on 19 february 2020: lot 174794: (B)(4) items manufactured and released on 27-nov-2017. Expiration date: 2022-11-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar event reported.

Event description:
The patient came in reporting instability due to laxity. 2 years after primary the surgeon revised the sphere insert flex left 12mm s5 with a 14mm s5. The surgery was completed successfully.